Manufacturer narrative:
(B)(4). Concomitant medical product(s): - unknown femoral stem, catalog#: ni, lot#: ni. Unknown acetabular cup, catalog#: ni, lot#: ni. Unknown acetabular liner, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip revision procedure, an expired femoral head was implanted. Final patient outcome is unknown; however, no additional patient consequences have been reported at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Instructions for use indicate ¿do not use any component from an opened or damaged package. Do not use implants after expiration date¿. Investigation results concluded that the reported event was due to product not being returned after it passed the expiry date. The investigation could not verify or identify any evidence of product contribution to the reported problem. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.